Manufacturer narrative:
Date of event: aware date was used as event date was not provided. Device evaluated by MFR.: the returned product consisted of a watchman truseal access system with the dilator in the sheath and blood in the device. Analysis of the dilator, hub/valve, tip and sheath included microscopic and visual inspection. There was damage to the tip consisting of ptfe delaminating from the inner shaft wall. There was damage on the distal end of the sheath at 2cm proximal of the tip. Inspection found no other damage or defect with the returned device. The portion of the dilator that snapped into the hub of the was was measured with a calibrated caliper and measured within specification. The dilator was advanced into the hub/sheath, and was able to snap in. The dilator was able to be snapped into the sheath, and an audible snap was heard. The reported snapping difficulty could not be confirmed.

Event description:
Reportable based on analysis completed on 09nov2021. It was reported that there was an inadequate snap fit. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. The was was prepped in normal fashion, however, upon trying to introduce the sheath into the femoral vein, the dilator would not remain connected to the sheath and the sheath incurred damage. A new double curve sheath was opened and inserted. The procedure was completed successfully without any other issues. However, returned device analysis revealed ptfe delamination from the inner shaft wall.